Manufacturer narrative:
(B)(4). Event year: 2017. Device analysis: the lx107 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. No functional test was performed due to the condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that the clips were twisting when applied with the clip applier, prior to the start of an unknown procedure. A second like device was used to complete the procedure. There were no patient consequences reported.